Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in a possible ventricular tachycardia (vt) episode and the discriminators were inappropriately withholding detections. In addition, the right ventricular (rv) lead experienced intermittent t-wave oversensing (twos) during the episodes. The implantable cardioverter defibrillator (ICD)  and rv lead remain in use. No patient complications have been reported as a result of this event.